Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the battery in the patient's back doesn't seem to be lasting as long. Caller stated they had it charged to about 80% last night and this morning it is completely down and has done that several times. Caller asked if there was a way to check the battery. Agent reviewed with caller that the manufacturer representative would be able to run some tests to see what would be causing the battery to drain quicker than it used to. Caller mentioned that they are both getting older and using the handheld is getting a little more difficult, especially for the patient. Caller also mentioned that recharging was becoming more and more difficult and they are finding that it has to be in the spot on the antenna and in an exact location or they are having to recharge twice a day otherwise it drains itself.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that their unit had always been difficult to charge. Pt noted recently the charge did not seem to last as long. Pt noted the technician put the implant on a cycle of on/off. Pt noted they have seen improvements in the length of time needed before charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt).it was reported that the internal module required charging twice a day. The tech discovered the controller had been taken off cycling. Now cycles 30 seconds on 120 off. It has substantially improved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.